Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 400 mg/dl. The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed and the pump functioned as intended. Customer delivered boluses to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.